Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 37-year-old male patient, the device failed self-test for defib and pacer function. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported issue was verified during our evaluation. It was found that the defib/pace ribbon cable was loose.the ribbon cable was reseated to remedy the issue. The device was recertified and returned to the customer. No emerging trend based on similar reports.